Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with plunger lever stuck down. Event history log review was performed and found evidence of reported problem. Visual inspection and start-up process were performed. The customer's reported problem was confirmed. According to the investigation, the pump force sensor cable was torn off the pressure block and the timing plates were not set properly in the plunger head and this was caused by the customer. Investigator's replaced the pump force sensor and reset timing plates in the plunger head. Investigator's also replaced right plunger case due to cracked. Replaced plunger case seal due to missing. Replaced lcd display due to scratched screen. Replaced bottom case due to cracked base for l-bracket. Cleaned, greased; calibrated device and performed all functional tests which passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited syringe holder and force error. No reported adverse effects.